Event description:
It was reported, that during the use of the device. A high pressure alarm went off. No patient injury reported.

Manufacturer narrative:
D4 (UDI) and g5 are unknown;.no further information provided to date. Device evaluation: all labels were still intact. No physical damage was found on the device. As a result of checking the log, it was confirmed, that there was a record of the high-pressure alarm occurred continuously during operation on (B)(6) 2023. Functional testing was performed and the reported issue could not be confirmed. The occlusion detection level of the dso (downstream occlusion) sensor was within the standard. The cause of the reported issue is unknown. Product is beyond a year from manufacture date of 2020-02. And there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record (DHR) review was not performed. Service history review identified the device was in for service on (sep 2022) and there was no indication or evidence in the service history to indicate, that the complaint is related to the previous service event.